Event description:
The information provided to sjm indicated a patient underwent aortic valve replacement. The patient was diagnosed with aortic valve regurgitation due to structural valve deterioration. A transfemoral aortic valve replacement was performed on (B)(6), 2013. The patient is stable following the procedure.